Event description:
During product evaluation, failure code 812:02 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: failure code 812:02 was confirmed but could not be duplicated during service, therefore there were no corrections made to the device for this failure code.